Event description:
It was reported that when the occlusion balloon was inflated for a second time it ruptured due to over inflation. There was no clinical consequence to the patient.

Event description:
It was reported that when the occlusion balloon was inflated for a second time it ruptured due to over inflation. There was no clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. The device directions for use (dfu) warns: not to inflate the balloon beyond the diameter of the vessel being treated or beyond the maximum allowed inflation volume. Excessive inflation volume may result in a ruptured balloon or damage to the vessel. Therefore, based on the information available, a root cause of dfu instruction not followed has been assigned to this event.

Manufacturer narrative:
It was reported that the physician over inflated the balloon occlusion catheter to assess its limits. Subject device is not available.